Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A f/u report will be submitted if the investigation results require.

Event description:
It was reported that the device overheated during a procedure. There was a five minute delay as the procedure was completed using another device. There were no adverse consequences alleges with this event.